Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the following: residual liquid or foreign material coming out of the instrument channel, dirty universal cord, foreign objects in the air/water cylinder, objective lens, light guide lens, and distal end, and corrosion on the ultrasonic transducer. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. The events of foreign objects in the air/water cylinder, objective lens, light guide lens, distal end are detectable and preventable by handling device in accordance with the following IFU: IFU figure number:ge5518. Revision:27. Chapter:chapter 3 preparation and inspection, 3.2 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.